Event description:
S/p angioplasty-stent which was uneventful. Post-op course was complicated by hypotension secondary to retroperitoneal hemorrhage. Pt subsequently died secondary to hemorrhagic shock. Autopsy revealed arteriotomy site without evidence of angioseal.